Manufacturer narrative:
Concomitant: product ID 8637-20, serial# (B)(4), implanted: 2015-(B)(6), product type pump. (B)(4).

Event description:
On 2015-(B)(6), information was received from a representative and a healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implanted pump system. The patient's pump and catheter were explanted due to a possible infection. Cultures were sent, and the patient was implanted with a new pump and catheter. Additional information was requested to determine what drug the pump contained at the time of the event, and if the system explant resolved the infection.